Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify frozen screen anomaly due to blank display anomaly. Device received with cracked retainer, scratched lcd window, fading serial number label and damage keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin p[ump screen had scratches in the front and the customer cant read anything. Customer's blood glucose level was unknown. Customer stated that the left side and at the middle of the screen had extent scratches. Customer also mentioned that the insulin pump had frozen display. The power loss alarm and the pump error were cleared. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.